Manufacturer narrative:
Additional mdrs associated wtih this event: 3025141-2022-00056: driver 1, 3025141-2022-00057: driver 2, 3025141-2022-00059: screw.

Event description:
A patient had been treated for a fracture of the scaphoid with a at2 mini screw. During another surgery to treat a scapholunate ligament tear, the surgeon tried to remove the at2 mini screw. The driver tips (3) broke during the removal, as did the screw. The broken screw remains implanted. There was a 45 minute delay in surgery as a result.